Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited a shocking impedance measurement greater than 125 ohms. The root cause of the out of range measurement was not confirmed. The system was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed, visual inspection noted the lead had been severed approximately 11.5 centimeters from the terminal pin and was received in two segments. Microscopic visual inspection indemnified calcified body fluid on the distal coils which could have resulted in the out of range impedance measurements. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.